Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that her blood glucose level was over 600 mg/dl. They attempted to correct her blood glucose level but there was no change. The customer was agitated and drinking fluids. The customer treated her blood glucose level with a manual injection. The infusion set had tiny bubbles. The site was raised and red upon removal. The time and date were not correct. She occasionally receives no delivery alarms. The device was not returned.